Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a merlin.net transmission it was noted that the right ventricular lead exhibited high capture threshold. No additional information was available.